Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 31 unopened pouches. The packaging has been reviewed and all units are correct, no defect have been found in the packaging. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Flexocrin and dafilon threads are from the same raw material (polyamide). When dafilon suture materials are employed, a minimal inflammatory tissue reaction will occur followed by a gradual encapsulation of the suture material by fibrous connective tissue. It is contraindicated to patients with hypersensitivity or allergy to the suture material. When dafilon is used for skin closure and oral surgery, and being a non- absorbable material, it is strongly recommended to remove the suture once the healing period is achieved, and no later than 30 days. Side effects: as for every other suture material, prolonged contact with salt solutions such as urine and bile can lead to lithiasis. The following side effects may be associated with the use of this product: tissue injury, transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, hypertrophic scar/granuloma formation, pain, seroma, hematoma, track bleeding, increased risk of aneurism and stenosis. In rare cases hypersensitivity or allergic reaction to the suture material were observed. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that several inflammatory reactions happened since the replacement of the flexocrin threads with dafilon. Use in dermatology surgery but no further information has been received.